Event description:
Per the clinic, the patient experienced a sudden loss of sound with the device. It was also reported that the patient required frequent changes to the stimulation mode to accommodate worsening facial stimulation and diminished sound awareness. Reprogramming and hardware exchange attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (b)(6) 2026, and the patient was reimplanted with another cochlear device during the same surgery.